Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose was 371 mg/dl. The customer reported the alarm was resolved by a complete set change. The customer was advised to do a complete set as soon as possible. The customer was advised to call when the alarm occurs in order to troubleshoot. The customer also reported that she was hospitalized due to high blood glucose. Customer's blood glucose was 408 mg/dl. The customer was admitted to the hospital and treated with IV therapy and IV insulin drip. The customer was advised to change entire set, reservoir, and insulin and treat. Customer was advised to call when tubing clamp received to perform high pressure test.